Manufacturer narrative:
Updated information: d4 UDI number updated

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
Clinical narrative: a 79-year-old male with an indication for use of acute myocardial infarction with cardiogenic shock, pre-support clinical state consistent with scai shock stage d, was supported with an impella cp via percutaneous left femoral arterial access. The device was implanted on (B)(6) 2026 at 18:30 and explanted on (B)(6) 2026 at 11:30. During support, the managing physician reported frank red blood in the patient¿s urine. No urinalysis was performed; however, laboratory samples returned hemolyzed. The physician noted the impella position was approximately 3.8 cm within the ventricle and documented that the left ventricle was small. In response, the impella support level was reduced to p5, after which the physician reported that the hemolysis cleared. The patient survived through explant without further reported complication. Based on the information provided, the event was managed clinically with device setting adjustment, and product return is expected for further evaluation. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
Corrected information has been provided in h3. Mechanical interaction with blood/hemolysis: no hemolysis-related issue was found on the returned pump. The cause of the issue was not determined, since the data log shows no major abnormalities, and it is inconclusive without sufficient clinical details.